Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vaulting. The lens was intraoperatively removed. Next operation date is not yet decided. The cause of the event was reported as unknown.

Manufacturer narrative:
Additional information: h11 - additional information received indicates this claim is now n/a. Disregard initial medwatch report. Claim#: (B)(4)